Event description:
ICU medical continues to recall batteries however the issues are not due to the battery. The ICU plum pump issues are being caused by the pump software. They are falsely claiming the batteries are the cause. ICU is using the FDA system maliciously to hide their negligence and inability to fix the software problem. Lead acid batteries are generic. ICU has recalled every battery they've recommended for the last 1.5 years. They are hiding information from the FDA and from their clients.